Manufacturer narrative:
The following devices were also listed in this report: 14mm type "a" dist.cent.modifi; cat# 6265-4-414; lot# unk, vitalock cluster shell 60mm; cat# 6302-1-060; lot# unk, 6.5mm x 35mm vit bone screw; cat# 6302-3-035; lot# unk, med howmedica bone plug 1pk; cat# 6215-5-011; lot# unk, 26mm std v40 taper vit head; cat# 6260-5-126; lot# unk, sys 12 26mm 10d duratn ins p5; cat# 6302-5-045; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr is currently treating a patient who has presented with: hypercalcaemia, necrosis of bone (around the prosthesis in his left hip), exudate.

Manufacturer narrative:
Additional information: updated the event description, update the implant date and contact information. Reported event: an event regarding patient factor was reported involving other hip implant. The event was not confirmed. Method & results: device evaluation and results: visual, functional, dimensional and material analysis of device could not performed as no device is return for examination. Device history review: could not be performed as no lot code information was provided. Complaint history review: could not be performed as no lot code information was provided. Conclusion: it was reported that patient had hip revision due to patient factors including hypercalcaemia, nacrosis of bone and excudate. It was also reported that implant leeching metal directly into the patient and patient left hip dislocated recently. Hip revision side was unknown. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
Doctor is currently treating a patient who has presented with: hypercalcaemia; necrosis of bone (around the prosthesis in his left hip); exudate. Update per email attached: "the doctor said one hip has had a revision in the past but he did not know which one. The doctor has information from other companies which have also provided implants to the patient. He is not only looking into our products and he is not yet blaming us, just trying all possibilities."